Event description:
It was reported the implantable neurostimulator (ins) eroded through the skin and the device was explanted. The lead was also removed secondary to an infection that was at the pocket site. The type of infection was unknown. The healthcare provider (hcp) removed the ins and lead five days prior to this report.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).